Event description:
Boston scientific received information that a field representative requested technical assistance with interpreting electrograms from this device. They questioned if the device was oversensing and storing false ventricular tachycardia episodes and whether there were premature ventricular contractions being double-counted. They stated that impedance and threshold measurements are good and stable and both the r and l wave amplitudes are good. The electrograms were faxed to technical services for review. The patient was not symptomatic and there were no adverse patient effects. Technical services reviewed the electrograms and advised the field representative that there was noise and oversensing visible as well as ventricular tachycardia and premature ventricular contractions. There was also possible left ventricular loss of capture. The device remains implanted without intervention or reprogramming. Technical services recommended performing isometrics, pocket manipulations and sample impedance values at the patient's next follow-up to see if there is noise or out of range values. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device was subjected to simulated heart loads and then pacing and sensing functions were tested. Normal measurements were obtained. Analysis concluded this device met specification.

Manufacturer narrative:
Three years later, this device was removed and returned for analysis. No further allegations were reported. Upon completion of the analysis, this event will be updated.